Event description:
It was reported that the bd alaris pump module smartsite infusion set had defective / damaged tubing. The following information was provided by the initial reporter: the IV tubing set broke into two pieces when in the IV pump, which caused the IV solution (ns) to spill all over the floor and pump. Complaint noticed: during / after use. Problem frequency: 1st time. Patient injury: no.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection of the sample indicates that the sample separated at the lower pumping segment fitting to the infusion set tubing. The reported customer complaint of tubing defective / damaged was not confirmed but separation of the tubing was confirmed. Investigation forwarded to the manufacturer for root cause analysis. After the investigation it was determined that the root cause for the issue was a possible issue with the solvent dispenser and the ovality of the tubing. The tooling of the solvent dispenser was updated in order to address the issue. A device history record review for model 2420-0007 with multiple possible lot numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.